Event description:
It was reported, during implantation the struts of the valve were damaged due to user error. Approx two weeks postoperatively (exact date unk), the valve was removed and replaced with another MFR's valve. The valve will not be returned as it was discarded by the physician at the hospital. No further info will be provided.